Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had insufficient angle. Upon inspection and testing of the customer return device, foreign material was found coming out of the suction base due to damage to the suction channel in the universal cord. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: angulation malfunction, a-rubber adhesive cracked, damage or deformation due to physical stress, defects of the whole distal end, damage channel, and foreign material/stain adhering to operation area due to insufficient cleaning. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 25-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been caused by the breakage of the suction channel in universal cord through buckling. Cause of the breakage of suction channel in universal cord is adding unexpected burden to suction channel that is running inside of the channel by flexing universal cord small, bend with strong force, twist or adding stress externally. Olympus will continue to monitor field performance for this device.